Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the monitor fell and hit a staff member. Please note that the staff member was not injured and no medical treatment was required.

Manufacturer narrative:
Product was received in-house at stryker endoscopy and inadvertently shipped to OEM- barco. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence alleged failure: display/ display power supply too heavy probable root cause: mounting mechanism breaks (for ex: (boom arm / video cart mount etc). Use error . The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the monitor fell and hit a staff member. Please note that the staff member was not injured and no medical treatment was required.